Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2016, and the retention product performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(4) 2016, and this returned blood sample was tested for fya antigen status, using retention product of the antiserum lot in question. The fya antigen status outcome of the returned blood sample was determined to be positive as expected, and therefore, the immucor laboratory could not replicate the customer site's unexpected negative test outcome.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using gamma-clone anti-fya (monoclonal) with manual testing methodology, which led to a delayed hemolytic transfusion reaction.